Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. This product is distributed outside the united states, but is similar to us distributed stent delivery systems.

Event description:
It was reported that the cypher select plus hub a crack in it. As per the physician, the hub was cracked when the indeflator was attached to the hub. The sds never went in the patient, as the crack was noted immediately. The sds was prepped in the usual manner. As per the reporting affiliate, the facility is unwilling to provide patient or procedural information.